Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022. During a follow-up meeting with the patient on (B)(6) 2023 the patient reported not getting good pain relief on the right side. Reprogramming was done at that time and appeared to have resolved the issue and there are no further records of complaint from the patient until (B)(6) 2023. On (B)(6) 2023 a representative of the firm was notified that the patient was reporting pain from the nalu system to the physician's clinic staff. Patient was advised to meet with a nalu representative and an appointment was scheduled, however the patient cancelled the appointment. Multiple attempts were made by nalu representatives to contact the patient for troubleshooting. Patient refused to meet with anyone from the firm and was reluctant to share any information as to lifestyle changes or other factors that may have contributed to onset of new pain symptoms. A full system explant was performed on 04jun2024 per patient request. The firm was not notified of the procedure and thus was not present for the explant. All components were discarded by the facility and are not available for further inspection by the firm.

Manufacturer narrative:
Medical staff working with this patient report that the patient provided conflicting and inconsistent information regarding the new pain symptoms. Multiple attempts were made by nalu representatives to contact the patient for troubleshooting to resolve the pain symptoms however the patient refused to meet with anyone from the firm and was reluctant to share any information as to lifestyle changes or other factors that may have contributed to onset of new pain symptoms. Review of records found no communication from the patient regarding any system or component failure. Local nalu representatives that communicated directly with the patient report that the nalu system appeared to be functioning well but that the patient was adamant about removing the system. There is no indication of any system or component failure. Suspect the reason for explant request was related to other factors in the patient's life that the patient was unwilling to share with the firm.